Event description:
Information was received indicating that immediately on use a smiths medical cadd cassette reservoir leaked. No patient consequences were reported. No adverse effects were reported.